Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not have the transmitter and pump within range of each other, however, the transmitter was unable to regain connection after bringing tx and pump within range. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ h3 other text : device not returned.